Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an error message was displayed indicating that the device was not on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had error message and not detected on bus. A field service engineer (fse) identified a remote manager failure that was not communicating on the bus and found the door remained unlocked. The main unit was power cycled, the failed remote manager was successfully recovered and connections were reseated, and the device was retested without further issues. The system functioned as intended after the field service engineer repaired the device.